Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for non-sustained lead noise. Review of the episode revealed intermittent undersensing of intrinsic r-waves on the far-field channel. Atrial undersensing was also noted. The device was reprogrammed and the patient will be monitored.